Event description:
It was reported that this device was defective. On return of the device for evaluation, it was noted that one prong was missing from the plug, and the other was bent. The customer has been approached with a view to confirming how the plug came to be in this condition, but no response has been received. Although it has not been established how the prong came to be missing, there is a possibility that it broke off in the mains socket when the plug was removed - if this was the case then a risk of electrocution would be created. The most likely explanation for any such concern would be that the plug would have been damaged by the end user applying excessive force. There is no report of any patient harm. The device is not life-supporting or life-sustaining. Internal reference ra (B)(4).